Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 500 mg/dl. The customer was admitted to hospital. Customer was in surgery and was supposed to be released and started to vomit and blood glucose started to elevate. The doctor gave customer manual shots until sugars were regulated. The customer stated that she will returned the pump that had the issue with and keep the replacement pump. The customer was advised we will send return packaging to return old device.